Manufacturer narrative:
Investigation: DHR review was done and no issues were reported during production of this lot. No sample received for this complaint, picture was provided. CT scan was done on leaking sample which was segregated during production. After this scan additional tests were done on the spike component showing concentricity of lower part of spike component which caused molding deficit on one side of component. CAPA#(B)(4) was initiated.

Event description:
It was reported that leakage occurred from between the spike and the secondary set c61 during use. The following information was provided by the initial reporter: "leakage is always at the height of the spot that I have highlighted in yellow. Leakage between spike and set. Same als pir delta".

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred from between the spike and the secondary set c61 during use. The following information was provided by the initial reporter: "leakage is always at the height of the spot that I have highlighted in yellow. Leakage between spike and set. Same als pir delta".